Manufacturer narrative:
Distributor performed evaluation and repair. Distributor performed evaluation.

Event description:
It was reported by the distributor that when trying to lower the bed, it would go into trend. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.